Event description:
The reporter stated the surgeon inserted an az5010v three piece silicone lens in the pt's left eye. The surgeon does not use an injection system. The surgeon used forceps to fold the lens to insert the lens into the eye. The lens would not fold properly. The lens was partially inserted into the eye when the surgeon decided not to use the lens. The surgeon removed the lens with no pt injury. Backup lens, same model and size lens was implanted without any incident. The reporter stated there was no product malfunction, the surgeon thought the lens may have gotten wet.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that there was no device failure. The lens possible got wet during handling. (B)(4).